Event description:
It was reported that a balloon detachment occurred. An equalizer¿ balloon was inflated and ruptured. During removal, a portion of the balloon detached. The balloon fragment was able to be retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR:the complaint device was returned for analysis and balloon burst/ ruptured was confirmed; but the complaint description of balloon detached was not confirmed as the balloon was still attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon detachment occurred. An equalizer¿ balloon was inflated and ruptured. During removal, a portion of the balloon detached. The balloon fragment was able to be retrieved. No patient complications were reported.